Event description:
The customer reported that the zipper teeth did not align when attempting to zip up the side panels. Eval of the returned product found an open slider body on two of the window zippers.

Manufacturer narrative:
The product was returned for eval. Inspection found that on panel side a, the window zipper slider body was open. The literature bag zipper slider was broken. On panel side b, the window zipper slider body was open. On panel side d, the elastic was broken on the left leg bottom cap. No problem was found with the zipper teeth alignment on the canopy. (B)(4).